Manufacturer narrative:
Device received with intermittent button response on the up arrow, down arrow, act and esc buttons due to flattened dome switches; connector on lcd board was not unlocked during visual inspection. Minor scratches on lcd window noted. Cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call that there were many scratches on the screen and it was difficult to read. Customer's blood glucose was 158 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.